Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed contamination in the force sensor assembly and an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(6) 2011. During evaluation, contamination was observed in the force sensor assembly and the force sensor was found to be out of calibration. Unrelated to this issue, the keypad was found to be torn and the buttons were intermittently unresponsive. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Also unrelated to the issue, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
Evaluation was performed on (B)(6) 2011. The below line should have read as follows: this report is made based on the results of evaluation completed on (B)(6) 2011.